Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process causing the anastomosis to tear. The surgeon used a side biter clamp to redo the anastomosis. No add'l pt complications were reported.